Event description:
Caller reported aviva system blood glucose results of 280 mg/dl after working with dye, then 10 minutes later, after washing hands with warm soapy water, 143 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.